Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a loss of therapy. The patient reported she was having accidents, wetting her pants, wearing depends, and not making it to the bathroom. The patient used the patient programmed and confirmed the stimulation was still on 4. The patient synced with the ins and the stimulation was on, at program 4 at 4.0. The patient increased stimulation 4.7 and planned to leave it there for now. The patient stated had 3 cortizone shots on (B)(6) and noticed a change in therapy shortly after the shots. It was noted the loss of therapy was sudden. The patient stated they started dribbling on (B)(6) after the shots and the dribbling turned into wetting. It was noted a loss of therapy was sudden, but the extent of the symptoms started small and had increased. The patient stated they had tremendous lower back pain. It was noted the pain began 3-4 years prior to the ins implant. The patient reported she usually got cortisone shots and sometimes she could barely walk, sometimes it¿s all good. The patient mentioned cutting nerve endings in her back as a procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that since making the last change, they still did not have therapeutic effect. The patient turned the stimulation back down to 4.0 volts. The patient reported again that they had leaking, lower back pain, and was using depends. There were no further complications reported or anticipated.